Event description:
Olympus medical systems corp. (Omsc) was informed during an endoscopic retrograde cholangiopancreatography (ercp) tissue was found inside the distal cap of the single use distal cover immediately after the procedure. The physician stated that he followed the olympus recommendation to avoid suctioning when withdrawing the scope. An upper endoscopy was performed immediately after completing the ercp as the tissue was noted immediately after the procedure. There was trauma to the stomach (fresh blood and clot) in the proximal corpus along the lesser curvature. Endoscopic hemostasis wasn't required. The patient did have pain after the procedure, though this is likely pain from her recent incisions related to her gallbladder surgery and drain. The patient was treated with a proton pump inhibitor to heal the erosions and scope trauma. This is related to patient identifier (B)(6) which was reported under MFR report number 8010047-2021-06827 and importer report number 2951238-2021-00339.

Manufacturer narrative:
As the actual product was not returned for evaluation, olympus performed a reproduction check using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope." The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. The root cause of the user's report cannot be conclusively determined but the most likely causes for the reported phenomenon (tissue caught in the distal cap) are as follows: started the inspection without confirming that the tip cover was properly attached during the pre-use inspection (start the inspection with the tip cover cracked). Removed the endoscope with the tip adsorbed on the mucous membrane by suction operation. A device history review revealed no issues that could have caused or contributed to the reported issue. Investigation activities have been opened to manage actions related to this report and any required MDR reporting. This report has been submitted by the importer under this MDR report number 2429304-2023-00019.